Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2022-00212 and 3013886523-2022-00214. A facility reported the procedure of the insertion of the pic went without complications. Device work ask expected for 3 hours, then the intracranial pressure went from 6 mmhg to the bottom of the scale. No patient movement or device manipulation occurred. The insertion of the new device was performed changing also the monitor cable, the junction box and the connection cable-device. The device was used in a 47 year-old female patient for monitoring and controlling intracranial pressure in a patient with severe head injury/trauma.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action. A medical assessment was requested to medical safety team: ": based on the insufficient complaint information received, a causal relationship between the device and the reported issue is inconclusive. Additional information has been requested but to date, no new information has been sent. There are no troubleshooting measures taken by the customer as noted on the complaint when the reported issue occurred . The customer just replaced the probe, module, and cable. Without the operative report it is unknown whether proper preparation, use of the products, and proper surgical technique were followed as recommended by the instructions for use (IFU)."